Manufacturer narrative:
Additional information was received from the field service representative on (B)(6) 2015. The fse reported that repair information was had been previously documented with this case was done so in error. This information was related to a different service case and device. The alleged events related to the complaint associated with this medical device report could not be duplicated and no evidence of a device malfunction was present. There is no reportable malfunction related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error and locked up. There was no patient injury or death reported.